Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by patient rep that the patient fell and broke his back and was in the hospital. The rep stated that the fall was not related to the dbs. The patient has not charged the implantable neurostimulator (ins) for the last week and half and has started to revert back to their parkinson's symptoms. The rep stated that the patient has been shaking and can't talk. The rep stated that no one in the rehab or nursing facility wants to charge the ins. The rep was not with the patient or the charging equipment to further troubleshoot. A healthcare provider (hcp) called regarding this same patient. They reported that patient is needing MRI and patient's wife is unsure if the dbs is on or working properly. Hcp added that patient's wife thinks it may have been too long since the dbs was last recharged; they think the ins battery may be dead as patient is having a lot of symptoms they normally don't have. Hcp sta tes patient's symptoms include: hallucinations, change in speech where all of a sudden they will be trying to talk but they are whispering, and "tremors with his hands". Hcp is unsure when symptoms began but states it has been at least 3 days as patient has been in the hospital for 3 days. Hcp noted that they think the ins is charged because when they checked it and pushed the green button, they saw "boxes" on the bottom of the screen. Hcp wasn't with patient at time of call to troubleshoot.